Event description:
The customer stated that while using her coaguchek xs meter (serial number (B)(4)), she obtained a reading of 5 twice at 12:30 pm and 12:32 pm. At 2:00 pm she obtained a reading of 2.2 inr on her meter. She stated she used the same finger for the results of 5.0. A different finger was used for the result of 2.2 inr. The customer does not know or remember if inr was displayed next to the result of 5.0. She stated the word error was not on the screen with the 5. The meter memory was checked and both results of 5 were not in the memory. There was no treatment received based on any of the results. She has a therapeutic range of 2-3 inr. The customer is not on heparin or any direct thrombin inhibitors. She does not have any antiphospholipid antibodies. She has not had any recent changes in her diet or medications. She stated that she feels fine. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent. The relevant retention test strips (lot 206463) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable.

Manufacturer narrative:
The customer did not return the strips. A specific root cause for the event could not be determined. The returned meter and reference meter was tested with the current master \lot of strips. All inr values were within the specified maximum difference between measurements. There were no error messages that occurred. The returned meter and the retention meter meet the specification. The customer did not return the strips.